Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. Multiple counting contributed to the false detection. The response buttons were not pressed during the entire event. The pt was seen at the hosp following the treatment and continues to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt was seen at the hosp following the event, and he continues to wear the lifevest. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor (B)(4), 05/2012 - reuse. Electrode belt (B)(4), 08/2012 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).